Event description:
The recipient is reportedly experiencing pain around the implant site and overly loud sound. Device testing revealed results within normal limits. The recipient was prescribed pain medication (type unknown). Programming adjustment have been made, the recipient was then able to wear the device with little discomfort. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has reduced and the recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.